Manufacturer narrative:
An emdr report was initially sent on 04/07/17, based on the following information "during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome sphincterotome. When the physician wanted to use the sphincterotome, he noticed that the cutting wire was missing." The device was received for evaluation on 4/17/17. Our laboratory evaluation of the product said to be involved could not confirm the report of cutting wire missing. The cutting wire of the returned device had broken at the distal end and moved proximally in the catheter. Due to the break in the cutting wire, the sphincterotome will not respond to handle manipulation and is no longer operational. The cutting wire exhibits evidence of a cautery application (blackening of the cutting wire was noted). No section of the cutting wire is missing. The securing component measuring 5 mm remains firmly attached at the distal end. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Based on the device evaluation, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This follow up report is being sent to cancel the initial report submitted relating to this event.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user is advised to visually inspect the device prior to using it. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." A broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." Cutting wire breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to: ¿upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed to: ¿carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire breakage. The instructions for use direct the user: ¿before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could contribute to cutting wire breakage. The instructions for use caution the user: "elevator should remain open/down when advancing or retracting sphincterotome." This activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome sphincterotome. When the physician wanted to use the sphincterotome, he noticed that the cutting wire was missing.